Event description:
It was reported that during an anterior resection procedure, "the surgeon has been having some issues with attaching the head and has been experiencing some problems using the device in general recently. The case was difficult for diverticular disease. The device was used as instructed. The purse string did not cut through and the distal donut was incomplete. On inspection and air test the anastomosis seemed complete; I am waiting for an update post op. I wanted to do as a complaint as I am unsure as to why the purse string was not cut. I spoke with another surgeon who felt that the registrar firing had not completely fired the device, i.e. The knife blade had not fully advanced. I will provide update where possible, with status of patient. I have also returned one extra device of the same lot¿ it is unknown what was used to complete the procedure.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the cdh29a device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. No incident related to the reported event was observed during the batch record review.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: have you got an update post op? The patient has discharged and was leak free. How was procedure performed? (Open, lap or hals) open. What purse string technique was used or what purse string technique does this surgeon normally use? (Ex. Hand tied purse string, purse string device) hand tied purse string. How was the purse string placed, by hand or with an assist device? If an assist device, what product? By hand. Was the spike of the trocar inserted lateral or through the staple line? Through. How thick was the tissue, was it evenly and tension-free distributed in the instrument? Yes tissue was thick. As per description on the report the procedure was for diverticular disease. Was the anvil put on the trocar exactly horizontally? Yes. Putting the anvil on the trocar were any graspers used? No. Where within the green tissue compression/gap setting scale was the orange indicator set for firing? Around middle. What confirmation did you receive from the device indicating that it was fully fired (such as crunch, compressed until unable to fire further, etc.)? Crunch. Was the device fired over thick tissue? Yes. Did the surgeon wait the recommended 15 seconds after closing and before firing the device?yes. On inspection and air test the anastomosis seemed complete why was a colostomy done? Was it planned in advance? Preventative measure (ileostomy). How was the procedure completed? Was the planned procedure changed? Patients current status? Discharged without a leak.